Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. At the initial procedure in 2004, the patient presented to the emergency room with an acute mi and angiography confirmed that the patient required interventional angioplasty. The physician placed a taxus 3.0x16mm drug eluting stent to the proximal left anterior descending (lad) artery. The stent was deployed to 14 atms and then post-dilated to 16 atms for 20 seconds with good results. Medications used during this procedure include; oxygen, versed, angiomax, nitro and fentanyl. Patient presented to hospital with shortness of breath in 2006 and had been taken off of plavix 2 weeks prior to this event. It was discovered via angiography that a thrombosis was present in the taxus stent, in the lad, that had been placed 2 years earlier. The physician used a rio aspiration catheter and attempted to aspirate the clot three times. This was done without difficulty. The patient was then put on iabp and procedure was completed. The patient was fibrillated on two separate occasions during this procedure, both times rescued by iacd. Medications used during this procedure include; solumedrol, benadryl, pepcid, integrilin, heparin, amiodarone, and nitro. Patient is recovering, status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.